Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - analysis of the provided expertise files confirmed a restart of the programmer on (B)(6) 2023, shortly after 13:38. - however, the reported screen freeze could not be confirmed based on available log files. - therefore, the root-cause of this freeze could not be determined, although it could have resulted from an issue related to the touch screen.

Event description:
Reportedly, the smarttouch tablet froze after several threshold tests with different pulse width, and could no longer be used so the battery was removed. Normal functioning was observed since then.

Event description:
Reportedly, the smarttouch tablet froze after several threshold tests with different pulse width, and could no longer be used so the battery was removed. Normal functioning was observed since then.